Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device had a damaged connector. The returned device indicated a damaged grommet. The returned device indicated a missing set screw. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came in to have an epicardial lead placed. When the physician was removing the pin plug and inserting the lead into the header it was found that the setscrew had come unseated and could not be reengaged to secure the lead. Some damage to the setscrew occurred during the attempts to seat it. The physician then decided to explant this device and implant a new one. No patient complications have been reported as a result of this event.